Manufacturer narrative:
4247 - a limited investigation was able to be performed.

Event description:
At 5 months post-op radiographs showed lucency around the ttc nail with patient pain and tenderness noted. At 13 months post-op a CT showed non-union of the tibiotalar and subtalar joints. Ttc nail and its hardware was removed at 14 months post-op and a plate with screws were implanted. There was no report of a deficiency in the nail or its hardware.